Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was unable to transmit data to merlin.net. The device might not be communicating with the mymerlin app. No intervention was performed and the device remained implanted. There were no patient consequences.